Manufacturer narrative:
(B)(4). Pump received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.

Event description:
The customer reported via phone call that their insulin pump was damaged. The patient¿s blood glucose level was 178 mg/dl at the time of the incident. Type of damage: there is a crack on the outer side of pump of reservoir. Location of the damage: outer reservoir compartment by the threading. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.